Manufacturer narrative:
(B)(4)

Event description:
At implant impedances measured 1300 ohms. Pacing impedance jumped to 3000 over the weekend. Patient was brought in and isometric tests were done and impedance is consistently around 2400 ohms. Recommended chest x ray. Device is functioning normally and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.